Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). The physician attempted to advance the 2.25x20mm taxus liberte atom stent to the area proximal to the previously placed unknown stent where there was severe calcified disease. However, the taxus liberte atom device was unable to cross the lesion. After multiple attempts of trying to cross the lesion the physician attempted to remove the device and while pulling the device back, the stent dislodged from the stent delivery system (sds). The physician was able to successfully snare the stent from the patient and the procedure was completed with balloon angioplasty. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.